Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A complete lead was returned for analysis. External insulation abrasion was noted from 11.8 cm to 12.2 cm from the connector pin, consistent with friction against the pulse generator can. All other damage found was sustained during surgical procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.